Event description:
The customer reported experiencing a cartridge alarm 30 during the pumping process. The blood glucose level was recorded as ¿high,¿ but the specific value was not provided. The customer administered a correction bolus using the pump to address this. Technical support confirmed frequent cartridge alarms with consecutive cartridges and decided to replace the pump. The replacement pump was sent with updated software, and training resources were made available. The customer was also informed about returning the faulty pump and using manual injections temporarily to ensure continued insulin delivery.